Event description:
Medtronic received information that during use of an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that the alleged issue was that the device may not work well in smaller patients. Specifically, patients that are less than 5 kilos. It was reported on a small patient procedure, at the time of verbal discussion. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that kids less than 5 kilos, having micro-emboli, dic picture and ischemic limbs, this facility has had maybe 6 or 7 cases. The customer stated they had two recently that they had to remove support. Bivalirudin is used in these cases and is thought to be part of the issue. The customer stated that some have elected to change their anti-coagulant back to heparin. Medtronic received additional information that there was no identified reason why the device was not working well, other than the bivalrudin.

Manufacturer narrative:
The complaint device was not returned for analysis. The clinician reported off-label use of the device, on a small patient weighing less than 5kg.